Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('doctor told client that the device had most likely ejected from her body') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included grand multiparity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menometrorrhagia ("protracted/irregular bleeding/ mentrual cycles") and migraine ("severe migraine") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (essure removal (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menometrorrhagia, pregnancy with contraceptive device and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device expulsion, menometrorrhagia, migraine and pregnancy with contraceptive device to be related to essure. The reporter commented: right tubal ostia: essure device easily advanced to the tube with 3 coils remaining after placement, left side: two trailing coils were left behind. Gentle resistance was found to be present, which was felt to be due to tubal spasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('doctor told client that the device had most likely ejected from her body') in an adult female patient who had essure inserted for female sterility. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included grand multiparity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("severe migraine") and menometrorrhagia ("protracted/irregular bleeding/ mentrual cycles") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (essure removal (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pregnancy with contraceptive device, migraine and menometrorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device expulsion, menometrorrhagia, migraine and pregnancy with contraceptive device to be related to essure. The reporter commented: right tubal ostia: essure device easily advanced to the tube with 3 coils remaining after placement, left side: two trailing coils were left behind. Gentle resistance was found to be present, which was felt to be due to tubal spasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received: " previously reported event injury to herself replaced with doctor told client that the device had most likely ejected from her body and made medically significant and intervention required due to surgery. Other events pregnancy with contraceptive, device ineffective, severe migraines and protracted/irregular bleeding/ menstrual cycles added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.